Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state: noord holland reporting institution phone number: (B)(6) reporter phone number: (B)(6).

Event description:
Customer reported when their hamilton ventilator disconnects, no alarm is generated. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
Philips received a complaint on the intellivue mx850 patient monitor indicating the system does not generate an alarm for interruption of cable connection to the system. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips product support engineer (pse) went onsite to evaluate the device in question. The pse indicated during an evaluation that there was no device problem detected. The pse confirmed would like to use a dedicated driver for better mapping of alarm texts, with the open interface technical alarm is present and the connection is lost. The pse confirmed after a factory reset and the system being reconfigured as the customer requested that the open interface is working as indented.